Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and the inspection passed. A voltage test was performed and the transmitter has voltage. Data investigation did not confirm a low transmitter battery but permanent loss of connection was observed. The reported issue of low transmitter battery was not confirmed via product testing. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/05/2018, that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. This complaint is reportable based on the finding of permanent signal loss via the log review. No additional patient or event information is available.